Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens in the pt's eye. After implantation of the iol and during surgery, the lens was removed and replaced intraoperatively with a different lens model. No other details provided. Additional information was requested, but none has been forthcoming. Therefore, this event is considered reportable in the absence of event details to rule out association to the device as the report is consistent with capsule damage. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The device was discarded by the facility, but review of the device history records found the lens was manufactured to specifications.